Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 20mm synergy ii stent was advanced to treat the lesion. However, while the device was advanced through the guide catheter, the stent shaft snapped. The shaft was inside the guide catheter and the physician had to remove the whole unit. All the devices were removed which made a delay in the procedure as vessel had to be re-wired. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found a hypotube break at 865 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during device examination. This type of damage most likely occurred due to excessive forces that could have been applied on the delivery system. As part of analysis a review of the manufacturing data was performed. During the manufacturing process the returned device was checked for leaks at the vacuum decay test (vdt) work-step and no anomalies were noted. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 3.00 x 20mm synergy ii stent was advanced to treat the lesion. However, while the device was advanced through the guide catheter, the stent shaft snapped. The shaft was inside the guide catheter and the physician had to remove the whole unit. All the devices were removed which made a delay in the procedure as vessel had to be re-wired. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.